Manufacturer narrative:
Device passed the displacement and self test. No unexpected insulin pump alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog set test failure. Customer's blood glucose value was 220 mg/dl. The customer was assisted with troubleshooting. Customer stated that they had issue with insulin pump and it stopped functioning, alarmed and beeped for a while, reset itself, took out the battery, inserted a new one and repeats issue. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.